Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was returned and waiting for analysis to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool vibrates during use and upon visual inspection prior shipping, the retaining ring/bearing is disalligned. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that not possible to insert/lock a bur. The likely cause of failure might be due to seized distal bearings. It was also noted that laser markings are faded and tube is damage/cut by tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.